Event description:
Additional information received indicated that patient received multiple inappropriate shocks.

Event description:
It was reported that the patient presented in emergency room with ventricular tachycardia. No shock was delivered. The patient reportedly heard the device charging, but did not receive therapy. An alert for possible high voltage lead issue was noted by the physician. The lead was capped and replaced. There were no adverse consequences to the patient.